Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history review (DHR) cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 47 complaints, regarding 47 devices, for this device family and failure mode. During this same time frame 2,501,809 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised that < 5 bar/73 psi; if insufflation is started, the warning message ¿change gas bottle!¿ is displayed and acoustic signals (beeps) are emitted. The gas bottle should be changed immediately. If insufflation is stopped, the warning message ¿change gas bottle!¿ is displayed and insufflation cannot be restarted. Smoke evacuation level will switch to low until tank is replaced. While in airseal mode, a countdown of 100 s is displayed during which the empty gas bottle can be changed while maintaining abdominal pressure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that as-ifs1, airseal ifs, 120v device was being used during a ventral hernia repair procedure on (B)(6) 2025 when it was reported ¿patient came in for a ventral hernia repair and the surgeon struggled to maintain pneumo during the case. The patient came back two days later, and the CT showed subq and a perforated bowl. The patient is currently in the ICU.¿. Further assessment questioning found "the pressure started to bounce around during the case and they could not get pneumo past 3mm hg and had to bring in the stryker insufflator.¿. The procedure was completed with the use of an alternate device. This report is being raised on reported injury due to the patient¿s bowel being perforated and being treated in the ICU.

Event description:
The sales representative reported on behalf of the customer that as-ifs1, airseal ifs, 120v device was being used during a ventral hernia repair procedure on (B)(6) 2025 when it was reported ¿patient came in for a ventral hernia repair and the surgeon struggled to maintain pneumo during the case. The patient came back two days later, and the CT showed subq and a perforated bowl. The patient is currently in the ICU.¿. Further assessment questioning found "the pressure started to bounce around during the case and they could not get pneumo past 3mm hg and had to bring in the stryker insufflator.¿. The procedure was completed with the use of an alternate device. This report is being raised on reported injury due to the patient¿s bowel being perforated and being treated in the ICU.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.